Event description:
Several discordant, falsely elevated, chloride (cl-) results were obtained on an advia 1800 instrument. The discordant results were reported to physician(s), who questioned the results. The samples were rerun, and the corrected results were reported to physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 1800 instrument. The customer replaced the chloride (cl-) electrode in an attempt to resolve the problem prior to the fse evaluating the instrument. The fse checked the ion selective electrode (ise) and the percent cv, verified that the precision was within range, and calibrated the instrument. The quality control was in range. The cause of the discordant chloride patient results is unknown. The system is performing within specifications. No further evaluation of the device is required.